Event description:
It was reported the disposable distal attachment broke off of the gastrointestinal videoscope and fell into the stomach during a therapeutic endoscopic submucosal dissection (esd) procedure. It was unknown whether it was a part of the disposable distal attachment or the main body that fell into the patient. The device was retrieved endoscopically. There was no significant extension of the procedure, and it was completed with another product of the same model number. It was noted that the endoscope the device was attached to was inserted and removed from the body several times, so it may have been subjected to stress. There was no reported patient impact.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital added here due to character limitation in respective field. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to the following linked patient identifier:(B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide correction to the initial with information inadvertently left out (g2) and to provide additional information received through follow up (h11). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported event occurred due to the following mechanisms. The attachment had not been fixed to the endoscope by medical tape, causing it to be loose and fall off. The attachment had been adhered to the endoscope while lubricant or else adhered to it, and it was not rigidly fixed, causing it to be loose and fall off. However, the subject device was not returned, and the root cause of the reported event could not be determined. Additional information received: it was reported that when attaching the product to the endoscope, was not fixed with medical tape. The lubricant was thoroughly wiped off. However, it is possible that lubricants such as vaseline or medications may adhere to the cap. The event can be prevented by following the instructions for use which state: instructions for d-201-11804, chapter ¿operation¿ describes how to use the distal attachment. Olympus will continue to monitor field performance for this device.